Event description:
On (B)(6) 2025, the user reported hypoglycemia with a lowest blood glucose (bg) of 50 mg/dl shown on the dexcom g7 app while the ilet was not yet receiving readings due to pairing. The user treated with orange juice, and the ilet was confirmed to be pairing correctly. No symptoms were reported, and no medical intervention was required.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.